Event description:
Ventilated patient was taken to imaging and MRI was completed with no complications. Upon transferring patient back to bed, the ventilator machine came in close contact with the MRI machine causing the ventilator screen to go black. Patient immediately removed from ventilator and manual breaths provided with ambu bag. Ventilator switched out and respiratory therapy (rt) supervisor made ware of incident. Malfunctioning ventilator taken out of service.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  Reported by user within us. Report reference (B)(4). A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag over 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. The root cause was determined to be a use error. In consequence the device was serviced. The device functioned as intended during the incident. There was no reported patient or user harm.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  Reported by user within us. Report reference (B)(4). Ventilated patient was taken to imaging and MRI was completed with no complications. Upon transferring patient back to bed, the ventilator machine came in close contact with the MRI machine causing the ventilator screen to go black. Patient immediately removed from ventilator and manual breaths provided with ambu bag. Ventilator switched out and respiratory therapy (rt) supervisor made ware of incident. Malfunctioning ventilator taken out of service. The most likely root cause is a shutdown of the ventilator caused by being implemented too close to the magnetic field (use error). The teslaspy alarmed accordingly. The issue is not likely to be serious to public health but is likely to cause serious injury or death to patient if it were to reoccur.

Event description:
Ventilated patient was taken to imaging and MRI was completed with no complications. Upon transferring patient back to bed, the ventilator machine came in close contact with the MRI machine causing the ventilator screen to go black. Patient immediately removed from ventilator and manual breaths provided with ambu bag. Ventilator switched out and respiratory therapy (rt) supervisor made ware of incident. Malfunctioning ventilator taken out of service.